Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support (ts) and asked if it was ok to continue using their liberty select cycler knowing that a fluid leak had occurred the previous night. The patient stated they were in their last cycle when the leak occurred. The patient said fluid was coming from under the cassette door. The disposable supplies from the treatment had already been discarded at the time of the reporting. The ts specialist advised the patient to continue using the cycler and to call back if any alarms or messages occurred. Multiple attempts to follow-up with the patient for more information were unsuccessful. Follow-up with the patient¿s pd nurse was successful, but the nurse was not aware of the reported event. The nurse confirmed they had spoken to the patient since the date of the event. They said the patient had been completing their pd treatments on the cycler and did not report having any issues. The pd nurse confirmed the patient was trained to perform manual pd therapy, and they said the patient had the necessary supplies for this. The patient did not complain of experiencing any symptoms or adverse effects. According to the nurse, if the patient was not feeling well, they would have made it known. No further details could be provided during follow-up.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support (ts) and asked if it was ok to continue using their liberty select cycler knowing that a fluid leak had occurred the previous night. The patient stated they were in their last cycle when the leak occurred. The patient said fluid was coming from under the cassette door. The disposable supplies from the treatment had already been discarded at the time of the reporting. The ts specialist advised the patient to continue using the cycler and to call back if any alarms or messages occurred. Multiple attempts to follow-up with the patient for more information were unsuccessful. Follow-up with the patient¿s pd nurse was successful, but the nurse was not aware of the reported event. The nurse confirmed they had spoken to the patient since the date of the event. They said the patient had been completing their pd treatments on the cycler and did not report having any issues. The pd nurse confirmed the patient was trained to perform manual pd therapy, and they said the patient had the necessary supplies for this. The patient did not complain of experiencing any symptoms or adverse effects. According to the nurse, if the patient was not feeling well, they would have made it known. No further details could be provided during follow-up.